Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had an attention icon in its readiness indicator. There was no patient use associated with the reported event. Upon further evaluation of the device, physio-control observed that it would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that there was a charge-pak and an attention icon in the readiness display. The device would not remain powered on. An internal inspection was performed and it was observed that the device had drop and impact damage. The cause of the reported issue was determined to be due to a broken off internal hybrid layer capacitor (hlc) battery, designator bt3, on the analog pcb assembly. This resulted in the charge-pak battery charger, the internal hlc batteries to become depleted, and the device not being able to remain powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had an attention icon in its readiness indicator. There was no patient use associated with the reported event. Upon further evaluation of the device, physio-control observed that it would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.